Manufacturer narrative:
The customer did not provide patient demographics such as weight, ethnicity, and race. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The sample was collected in a rapid serum tube which contains thrombin as an additive. The tube was identified as a partial or short draw volume. Short samples affect immunoassays by modifying blood to additive ratio. The customer did not follow the access accutni+3 instructions for use (IFU) and the clinical and laboratory standards institute (clsi) guidelines for preanalytical sample handling. The access accutni+3 IFU instructs users as follows: "the role of pre-analytical factors in laboratory testing has been described in a variety of published literature. Following blood collection tube manufacturers' specimen collection and handling recommendations are essential to reduce pre-analytical errors." Additionally, as per clsi guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests 4th edition, "if less blood than required is drawn, the excess amount of additive has the potential to adversely affect the accuracy of test results." Use error is a cause of this event. The customer did not follow the access accutni+3 IFU or clsi guidelines for pre-analytical sample handling.

Event description:
The customer contacted beckman coulter on (B)(6) 2017 to report generating a non-reproducible elevated troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained two lower results within the assay's normal reference range. The initial elevated access accutni+3 result was reported outside of the laboratory and the patient was administered clexane . There was no report of additional change or impact to patient care or treatment in association with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a rapid serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). The tube was reported to be incompletely filled.